Manufacturer narrative:
G2: this event occurred in japan, see section e. H3, h6: the returned probe had no power when connected to a known good system. There was no apparent physical damage. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the reference long cable was disconnected. During the inspection, there was a disconnection of the long cable. No patient was present at the time of the event.